Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. H10 of the initial report should have only identified: "the device was returned to olympus for inspection, and the customer's issue of ¿while connecting the camera head found no image but displaying color bars in monitor¿ was confirmed. The following findings were noted during device evaluation: no image. Only color bar is coming on monitor. It is due to a faulty cable unit, coupler groove also found deformed, water leakage from switches, deformations/cut on cable, deformations/cut on switches, crack/deformation found on focus ring, coupler found rusted, labels vanished on the rear cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure and the image was not displayed. The cause of the cable faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿while connecting the camera head found no image but displaying color bars in monitor¿ was confirmed. The following findings were noted during device evaluation: no image. Only color bar is coming on monitor. It is due to a faulty cable unit, coupler groove also found deformed, water leakage from switches, deformations/cut on cable, deformations/cut on switches, crack/deformation found on focus ring, coupler found rusted, labels vanished on the rear cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. (B)(6) : c23310747 ch-s400-xz-eb sn:(B)(6) (peripheral-ws-0019309-.pdf)) 2. Conclusion: conclusion of the phenomenon (1): the root cause of the said event could not be determined. Conclusion of the phenomenon(2) to (8):they are tier3 and the investigation is unnecessary. Consideration: phenomenon (1) :we presume that poor communication occurred due to cable failure and the image was not displayed. We could not presume the cause of occurrence of cable failure. The results of the investigation are shown below. ·as the result of confirming DHR, we confirmed that the device conformed to the spec and was shipped. ·from the repair dept, the phenomenon(1) to (8) were reproduced(evaluation result attached material (peripheral-ws-0019309-.pdf)). ·we found that the image is not displayed due to cable failure. Cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled.the camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable.the camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.the camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. (B)(6). (Peripheral-ws-0019309-.pdf)). Tier: tier2(pae) universal failure code:chi1001a. Tier: tier3(non-pae) universal failure code:chc1003y. Tier: tier3(non-pae) universal failure code:chl0001y. Tier: tier3(non-pae) universal failure code:(B)(4). Tier: tier3(non-pae) universal failure code:(B)(4). Tier: tier3(non-pae) universal failure code:cha5001y. Tier: tier3(non-pae) universal failure code:chc1002a. Tier: tier3(non-pae) universal failure code:cha0003y. 3-4. Complaint(B)(4). 3-5. CAPA, CAPA. Pae(tier2): 8. CAPA. Ombs s_8.5.0_g01_001 manage corrective and preventive action, CAPA. 9. (B)(6). C23310747 ch-s400-xz-eb sn:(B)(6). Summary of the investigation results date:(B)(6) 2023. 1. Phenomenon phenomenon (1)the image is not displayed. Phenomenon (2)coupler¿s groove is deformed. Phenomenon (3) water leakage from switches phenomenon (4)cable is deformed and pinhole phenomenon (5)deformed switches phenomenon (6)deformation and crack on the focus ring phenomenon (7)coupler is rusted. Phenomenon (8) labels are vanished on the rear cover. 2. Conclusion: conclusion of the phenomenon (1): the root cause of the said event could not be determined. Conclusion of the phenomenon(2) to (8):they are tier3 and the investigation is unnecessary. Consideration: phenomenon (1) :we presume that poor communication occurred due to cable failure and the image was not displayed. We could not presume the cause of occurrence of cable failure. The results of the investigation are shown below. ·as the result of confirming DHR, we confirmed that the device conformed to the spec and was shipped. ·from the repair dept, the phenomenon(1) to (8) were reproduced(evaluation result attached material (peripheral-ws-0019309-.pdf)) ·we found that the image is not displayed due to cable failure. 3. Investigation results 3-1. Device evaluation results raised information: phenomenon (1)the image is not displayed. Phenomenon (2)coupler¿s groove is deformed. Phenomenon (3) water leakage from switches phenomenon (4)cable is deformed and pinhole phenomenon (5)deformed switches phenomenon (6)deformation and crack on the focus ring phenomenon (7)coupler is rusted. Phenomenon (8) labels are vanished on the rear cover. Confirmation of the contents of the instruction manual: about cable breakage, we confirmed the contents of the instruction manual about shipping products and found the description below. We judge that the phenomenon can be prevented by the description. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Product check result: the device was not returned to shirakawa plant, thus we could not check the device. We conducted investigation based on the complaint information. Phenomenon (1)the image is not displayed. Phenomenon (2)coupler¿s groove is deformed. Phenomenon (3) water leakage from switches phenomenon (4)cable is deformed and pinhole phenomenon (5)deformed switches phenomenon (6)deformation and crack on the focus ring phenomenon (7)coupler is rusted. Phenomenon (8) labels are vanished on the rear cover. Sn:(B)(6) (production date:2017/1/25) ·from the repair dept, the phenomenon(1) to (8) were reproduced(evaluation result attached material (peripheral-ws-0019309-.pdf)) ·we found that the image is not displayed due to cable failure. Error log check: the device has not been returned, thus we do not conduct the check. Other investigations> none. 3-2. Design record/production record/repair record review design record: the defect is not caused by design, thus not applicable. Production record: as the result of confirming DHR, we confirmed that the device conformed to the spec and was shipped. Repair record review: as the result of confirming the complaints for the past one year from the accrual date of the said complaint, there is no repair history. 3-3. Risk assessment phenomenon (1)the image is not displayed. Tier classification: tier2(pae) universal failure code:chi1001a phenomenon (2)coupler¿s groove is deformed. Tier classification: tier3(non-pae) universal failure code:chc1003y phenomenon (3) water leakage from switches tier classification: tier3(non-pae) universal failure code:chl0001y phenomenon (4)cable is deformed and pinhole. Tier classification: tier3(non-pae) universal failure code:cha3002y phenomenon (5)deformed switches tier: tier3(non-pae) universal failure code:cha6001y phenomenon (6)deformation and crack on the focus ring tier classification: tier3(non-pae) universal failure code:cha5001y phenomenon (7)coupler is rusted. Tier classification: tier3(non-pae) universal failure code:chc1002a phenomenon (8) labels are vanished on the rear cover. Tier classification: tier3(non-pae) universal failure code:cha0003y 3-4. Complaint review: malfunction history at the same facility: at the same facility and on the same device, there is no complaint whose event is same or similar to the event that was already reported. Similar complaint: as the result of confirming the complaints¿ history for the past one year from the accrual date of the said complaint, as a complaint with the same event, (B)(6) was applicable. 3-5. CAPA history review it is not covered in CAPA. 3-6. Other none 4. Feedback to the user none 5. Request to the initiator none 6. Summary of the investigation results ¿ product analysis the device is damaged and it does not meet the spec. The product was not returned to shirakawa plant, thus we could not confirm the product and we conducted investigation based on the complaint information. From the evaluation result, we found that the phenomenon¿the image is not displayed¿occurred and therefore, the product does not meet the product spec. The defect was found at periodical inspection. ¿ labeling review about cable breakage, we confirmed the contents of the instruction manual about shipping products, we judge that the phenomenon can be prevented by the description. ¿ review of device history document as the result of confirming DHR, there was no abnormality that leads to defects. ¿ presumed cause phenomenon(1): we presume that poor communication occurred due to cable failure and the image was not displayed. We could not presume the cause of occurrence of cable failure. ¿ risk analysis as the result of risk analysis, we could judge that it is pae(tier2) and there is no new risk. As the result of confirming the complaints¿ history for the past one year from the accrual date of the said complaint, we could confirm that increasing of probability and severity does not occur. 7. Containment measures containment measure is unnecessary. 8. Contents of correction CAPA request no, reason:it does not match any viewpoint of CAPA request stipulated in ombs s_8.5.0_g01_001 manage corrective and preventive action. 9. Remarks [classification of response]: final [judgment]: not a subject to judgement [product handling method (reasons for judgment)]: the product has not been returned. (B)(6).

Event description:
The customer reported to olympus that the 4k camera head while connecting the camera head found no image but displaying color bars in monitor during maintenance. Upon inspection and evaluation, no image. Only color bar is coming on monitor. It is due to a faulty cable unit. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.